Manufacturer narrative:
Additional information was added to h4, and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that in photograph 1 the tubing was detached from the spike. In photograph 2 it was noted that the white clamp was outside the devices tubing and out side the packaging. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pivot of the tubing of a meditrol macrogotero detached where the base solution is inserted. It was also reported that the bayonet breaks when inserting solution to be infused and the clamp breaks also. There was no report of patient injury or medical intervention associated with this event. No additional information is available.